Event description:
A us distributor contacted zoll to report that a patient developed an itchy, open sore under the back left therapy pad of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse told them to leave the area be and continue wearing the lifevest. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.